Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 24 days post an rx wallstent permalume 10mm x 60mm stent in the distal common bile duct (cbd), the patient experienced "stent migration with tumor growth above the stent and recurrent obstructive symptoms". The stent was removed with forceps and an rx wallstent permalume 10mm x 80mm stent was placed. It was noted that the patient's condition resolved following stent removal and replacement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.